Event description:
At 2010, the tha was done with accolade tmzf stem and adept mom and head. At (B)(6) 2014, the all device were explanted and the cement mold was implanted because the patient had infection.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding revision due to infection involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: the returned device was unremarkable. Some bony ongrowth was noted. Medical records received and evaluation: clinician review of the provided records concluded "there are no device-related factors active in this case and this pi case is not device-related." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review found no other similar events have been reported for the subject manufacturing lot or sterile lot. Conclusions the source of the infection could not be determined as clinical history and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Additional information: the doctor opened the operative field, the fluid of the joint was brown.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.